Event description:
Pt has had rapid strep test 4-5 times in the past several months and they have been positive. The last 2 times, a throat culture has been done on the same day and have both been negative. Pt has been on several antbiotics with outbreak of hives. Possible false positive results on rapid strep test.